Event description:
I ordered trend dynawrap in january. I think it is safety air pump as their website says complete certificates FDA 510k. The pump's big pressure made the shoulder wrap exploded first and then the pump exploded. Air pump debris hit my face and blood. I find trend medical llc no FDA 510k. Dynawrap is a bad pump which thread american's life. Following is dynawrap on trend medical llc website. Https://www.trend-med.com/product/trend-dynawrap.